Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet was not delivering insulin and the user experienced sustained hyperglycemia, with a reported highest glucose of 437 mg/dl for about six hours despite recent supply changes and 6.33 units of insulin on board; an air bubble was observed at the top of the cartridge and was removed during troubleshooting. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis; ketone testing showed trace ketones and the user followed their ketone action plan. Outcomes included temporary impairment with no hospitalization, no professional medical intervention, and no use of backup therapy. Investigation included technical troubleshooting and user education. Investigation of this case revealed an air bubble in the cartridge that could have contributed to interrupted insulin delivery. It was concluded that the cause of the hyperglycemia was unclear and that the event was addressed through troubleshooting and monitoring.